Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,31-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to type or scan on the device until it was rebooted. A technical support specialist (tss) reviewed the issue and determined that the power saving feature needed to be disabled. The tss addressed the problem by using available deployment methods to turn off power management on all affected devices, including universal serial bus devices and network adapters. Where applicable, an automated package was deployed to disable these settings, and customers were advised to reboot the station to restore proper device functionality. In situations requiring manual intervention, the tss verified the station details, remotely accessed the system, and disabled power management settings through administrative system commands. The station was then rebooted to apply the changes. To identify and verify other potentially affected devices, the tss deployed a site wide status check package and reviewed the results using reporting tools, ensuring that power management settings were disabled where necessary and confirming stable operation across the environment. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard and scanner were not working at times, and the station had to be rebooted several times to use them.there were no adverse events or injuries reported based on this event.